Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0119 speech disorder / code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025 at approximately 6:30 am, the patient¿s spouse awoke and checked the dexcom app, which displayed a low estimated glucose value (egv). The patient was found to be unresponsive. Blood glucose measurement taken by the spouse showed a reading of 30 mg/dl. The spouse reported not receiving any vibration or sound alerts from the mobile device. In response, the spouse administered glucose gel to the patient¿s cheek and, after 15 minutes, gave a second dose. As the patient became slightly more responsive, additional interventions were provided, including sugary drinks, honey, peanut butter, and two glucose tablets. The patient¿s speech remained slurred, prompting a call to emergency services as advised by a physician. Paramedics administered additional glucose gel and initiated IV treatment in the ambulance. Upon arrival at the emergency department, IV therapy was continued, and a CT scan was performed. The patient was admitted to the hospital and remained for four days. At the time of the report, the patient was feeling better. No further medical evaluation or intervention was documented. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. In addition, it was noted in the data that the patient was not in an active sensor session on the app from 03:24 am to 10:21 pm on june 02, 2025. After a new session was started at 10:21 pm, the first egv was low (less than 40 mg/dl) at 10:42 pm. The app delivered an urgent low alert with 10% volume, and it was acknowledged immediately. No additional patient or event information is available.